Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that the caretaker of a peritoneal dialysis (pd) patient discovered a fluid leak when removing the cycler set cassette from the cycler. The caregiver reported that during fill 3 of 5 there were multiple air detected in cassette warnings. After cancelling treatment, fluid was found inside the cassette door in the pump module area when caregiver was removing the cassette at treatment complete. There was fluid in the pump module area and fluid on the exterior of the cassette. The caregiver was advised by technical services to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. Upon follow up, the pd registered nurse verified there were no symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The caregiver has received a new cycler. The cycler is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
H.3. Plant investigation: the actual device was returned to the manufacturer for physical inspection a visual inspection of the returned cycler showed no physical damage. There were visual indications of dried fluid within the cassette compartment on the door. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. An accelerated stress test (ast) 3 hours simulated treatment was performed and encountered a grinding motor a. No fluid leak was found in the test cassette. No alarms or other issues occurred during the test. The system air leak test passed. The balloon valve actuation test passed. Patient sensor check passed. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection was performed and encountered fluid in hp3. Fluid in the hp3 filter is a related to the reported symptom air detected in cassette warning. There were visual indications of dried fluid on the bottom cover under the pump assembly, on the bottom pump gasket, and behind mushroom head b. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that the caretaker of a peritoneal dialysis (pd) patient discovered a fluid leak when removing the cycler set cassette from the cycler. The caregiver reported that during fill 3 of 5 there were multiple air detected in cassette warnings. After cancelling treatment, fluid was found inside the cassette door in the pump module area when caregiver was removing the cassette at treatment complete. There was fluid in the pump module area and fluid on the exterior of the cassette. The caregiver was advised by technical services to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. Upon follow up, the pd registered nurse verified there were no symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The caregiver has received a new cycler. The cycler is available to be returned to the manufacturer for physical evaluation.